Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2024. Left ventricular assist device interrogations dating back to (B)(6) 2024 showed that the primary system controller gave a replace emergency backup battery alarm. Troubleshooting was performed. The system controller and modular cable were replaced along with a new 11v emergency backup battery.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number, catalog number, and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log file from the heartmate 3 system controller (serial number: (B)(6)). The log file contained approximately 3 days of relevant information ((B)(6) 2024 per timestamp). At 20:14:40 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. The backup battery fault briefly cleared for ~1 second at 14:51:24 on (B)(6) 2024 when it appeared that the battery was reseated, but the backup battery fault alarm reactivated after the battery was reconnected. Later that day at 15:09:04, the backup battery fault alarm resolved, as the battery was observed to pass a load test. At 15:22:49 on (B)(6) 2024, the driveline was disconnected, which is consistent with the reported controller exchange. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D- section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.